Event description:
This is a report of a damaged minicap and the patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the sponge was partially sticking out of the minicap. The sponge was not touched by the patient but was pushed back into the cap using the transfer set. The patient used the minicap and coincidentally contracted peritonitis. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefepime (1g daily for 6 weeks) and intraperitoneal vancomycin (1g every other day for the second three weeks) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd894188. There were no issues detected during the manufacturing processes associated with the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.